Event description:
It was reported that during use in a shoulder arthroscopy, the insulation blew off the tip of the ablator and the pieces were retrieved without problems. There was no report of injury nor delay related to this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: an evaluation confirmed the reported problem of the insulation damage. This type of event can occur if the device comes in contact with another object/ instrument during use. The information for use warns against damaging the insulation: the ablator must only be used in a conductive fluid medium to avoid insulation damage. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. Use the ablator within prescribed generator settings. High generator settings and prolonged use may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. Do not bury the electrode tip and insulator in tissue.